Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a placement of navarre opti-drain multi-use drainage catheter for percutaneous transhepatic cholangiographic drainage procedure under ultrasound guidance. A product defect was identified post-procedure. The body of the drainage catheter exhibited a break, and it was found that a large amount of fluid leaked quickly and at the white joint. The procedure was completed using another device. There was no reported patent injury

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, one video was provided for review. The video shows a partial view of the drainage catheter in which the clinician is noted to inject some fluid from the hub area using external syringe and fluid leak can be observed from the distal end of strain relief covering the catheter tube and hub. Therefore, the investigation is confirmed for the reported fluid leak issue. However, it is inconclusive for the reported fracture issues as no break could be identified from the provided video. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic cholangiographic drainage catheter placement procedure using navarre opti-drain multi-use drainage catheter. Post procedure, the product defect was identified. The body of the drainage catheter exhibited a break, and it was found that a large amount of fluid leaked quickly and at the white joint. The procedure was completed using another device. There was no reported patent injury.